Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1qq device, implanted: (B)(6) 2017; 4398 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for right ventricular (rv) lead tip to rv coil impedance was observed on the patient's remote transmission. It was noted by the clinician that the device was not alerting and the patient alert log was empty. The clinician was confused as to which value triggered the alert. It was noted the observation of the impedance alert was for the alternate pacing/sensing vector and the impedance had went below the programmed lower threshold for impedance. The clinician was advised that the alert could be reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.